Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated recurring alert 39 messages indicating an insulin shaft encoder failure that prompted daily restarts, and a replacement pump was arranged; the user believed insulin delivery was affected and reported blood glucose levels outside the target range, with a current value of 146 mg/dl. Symptoms included hyperglycemia without acute complications. Outcomes included no ketone testing, no professional medical intervention, and no use of backup therapy. Investigation included remote data synchronization and troubleshooting guidance, with instructions to shut down the device and to start up the replacement device separately from prior data. Investigation of this case revealed an insulin delivery system malfunction consistent with an insulin shaft encoder failure within the pump. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the insulin shaft encoder.